Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details and no product returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 62 year-old female patient presenting with cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. Prior to impella cp placement, the patient was being supported with extracorporeal membrane oxygenation (ECMO), with ECMO serving as the primary hemodynamic support device and the impella being utilized for left ventricular venting. There was concern for hemolysis. On day 7 of support, lactate dehydrogenase was noted to be steadily increasing, with values reported in the 1900s, and platelet count was reported at 24 microliter of blood. Plasma free hemoglobin was not available at the treating facility. Imaging was utilized to assess pump positioning. Blood products were administered during the course of care. While on support, the impella cp was operating at performance level 2 with expected flows of 1.7 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient was escalated to an impella 5.5 device. The reported hemolysis can be attributed to the patient's clinical presentation of decompensated cardiomyopathy as well as multiple mechanical circulatory support devices.